Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post procedure while in recovery patient complained of feeling tired. EKG showed poor signal and intermittent loss of capture was noted on the rv lead. Upon interrogation, loss of capture was still noted. Patient was on a temporary pacemaker and external pacemaker was programmed. X-ray showed lead to be in the same position, but physician suspected micro-dislodgement of the rv lead and the lead was explanted and replaced. Patient was stable throughout.